Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There is a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from scope cover, bending section cover, air/water channel, and biopsy channel. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic system. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material was found on the light guide lens of the colonovideoscope. Evaluation also found foreign material in the air/water tube and cylinder. There was no patient involvement.